Manufacturer narrative:
The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review of complaint data for the likely cause list number does not identify any adverse trend. Labeling review concludes that the issue is adequately addressed. A review in the corrective and preventive actions (CAPA) system does not identify any non-conformances or deviations associated with the likely cause lot number and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Based on all reviewed data, it is concluded that there is no general issue with the architect syphilis tp reagent lot identified in this complaint. No product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product list 8d06, that has a similar us product distributed in the us, list 8d06-31 / 41. The evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) architect syphilis results on a patient who tested (B)(6) with another method that was questioned by the physician. The patient tested architect syphilis(B)(6) of (B)(6) but non-specific trust method 1:8 (B)(6). The sample repeated architect syphilis (B)(6). The sample was sent to a reference lab for troubleshooting purposes with architect (serial (B)(4)) (B)(6). Result of (B)(6). The account does not know which result is correct for the patient. No specific patient information was provided. No impact to patient management was reported.